Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance from 700 to 1950 ohms. Additional tests were performed on the lead and an increase in threshold measurements from 1.8 to 3 volts was observed. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.